Manufacturer narrative:
Block h6: imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2313 captures the reportable event of fibrosis.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure in 2019 developed xanthogranulomatous inflammation in the implanted area in (B)(6) 2025. It was reported that "therapy is no longer on-going" which may indicate that the patient's radiation treatment was interrupted due to the event or had been completed at the time the event developed. The patient needed to be hospitalized and underwent an unspecified intervention. The current patient state of health was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A labeling review was performed, and the adverse events report are known and documented in the labeling. Risk review was completed and confirmed that the events of "inflammation and fibrosis" were defined in the risk documentation and are documented. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation is assigned to cause not establish, since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a patient who underwent spaceoar placement procedure, developed a xanthogranulomatous inflammation in the implanted area. It was reported that "therapy is no longer on going" which may indicate that the patient's radiation treatment was interrupted due to the event or had been completed at the time the event developed. The patient needed to be hospitalized and underwent an unspecified intervention. The current patient state of health was unknown.